Event description:
It was reported that patient had experienced withdrawal and was hospitalised for 10 days. It was stated that at her last refill which was on (B)(6) 2012 she had a decrease and then and she went into withdrawal (B)(6) 2012. Patient ¿ended up with pancreatitis and all because of the stress and the strain and all that". A 51% decrease in dilaudid that was infused via the device was stated as the last decrease.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).